Event description:
During a total laparoscopic hysterectomy, probes and jaws of two devices were damaged. Damaged probe and jaws were not enter the pt. Procedure was completed with third device. There was no pt harm reported.

Manufacturer narrative:
The eval confirmed that the probe of the second device broke down at 16mm from the distal end. And there was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe tip broke. The instruction manual of thunderbeat scissors mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR report number: 8010047-2013-00601.